Event description:
A user facility reported a sixty-two year old, female patient underwent a routine colonoscopy with use of evis exera iii colonovideoscope. The device malfunctioned and caused a seven centimeter laceration in the sigmoid colon. The patient was transferred to the hospital for emergency laparoscopic sigmoid colectomy with low pelvic anastomosis.